Event description:
Dealer reported that the tdxsr-mcg power chair is in drive lockout with the seat elevated. He stated that they disconnected everything and still the chair remains in drive lockout. Chair was being utilized by the end user at the time of this event.